Event description:
A customer reported a leak from the eic (electrolyte injection cup) and the ise (ion selective electrode) flow cell drain on a unicel dxc 800 instrument. The customer reported discovering a leak from the eic and ise flow drain cell with approximately 300-400ml of fluid found in the module chemistry reagent tray. The customer was wearing personal protective equipment and no exposure or injury were reported. In addition, no erroneous results were generated or reported.

Manufacturer narrative:
A field service engineer was not dispatched. A customer service representative guided the customer through troubleshooting activities. The customer removed the ise drain valve line and flushed with bleach, which resolved the issue. The customer was unable to determine the contents of the obstruction. (B)(4). Customer resolved the issue.